Event description:
It was reported that a bioject syringe broke while giving an injection. It was alleged that the pt was scratched on the arm and the nurse was skinned on the nose. No medical treatment was required for either the pt or the caregiver. There is no trend associated with this failure mode.